Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient was receiving insulin bolus from the infusion device, but the reporter does not recall programming the amount into the device. The patient had hypoglycemia with a result of 1.9 mmol/l. The patient had symptoms of feeling weak, disoriented, and was unable to self-treat. The patient's mother treated her with orange juice. Patient was not hospitalized. The infusion device was requested to be returned for product evaluation.